Event description:
During a closed reduction, external fixation, pinning of a fractured wrist, md noticed the total performance drill was not working properly. The malfunctioning of the generator caused the handpiece to randomly run forward, reverse, and oscillate independent of the surgeon's actions. This caused the surgeon to overdrill the bone. Staff believe the console failed - cable, handpiece and footpedal were placed on another total performance system console and they worked fine - got a handpiece, cable and footpedal (not segregated when incident occurred) and tested - unit functional - keeping unit in clinical engineering until stryker can evaluate.